Manufacturer narrative:
Submit date: 6/28/2016. The device history record (DHR) file was reviewed indicating that product was released accomplishing all quality standard requirements. There were no not-conforming issues reported during the production of this product for a similar condition as reported in this complaint. Two samples without original package or lot number were received at the manufacturing site for evaluation. The defective condition was confirmed. After performing visual inspection, the issue was observed in the syringe broke. The syringe component is produced by external supplier and the assembly process consists in a pick and place operation. There is no additional inspection on the line to detect the condition reported. A formal investigation was opened in order to determine the root cause and implement the appropriated corrective action(s); it was initiated to the supplier. The CAPA is currently in phase open investigation. Preventive action awareness training was performed to all personnel to ensure they are aware about this reported condition. The corrective and preventive actions will be addressing thru the scar CAPA. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 4/25/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer states the entire tip of the syringe broke off from the remainder of the syringe and there is a crack down the side of the barrel.